Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complained device (10mm cannulated tapered drill bit, part number 03.037.021, lot number f-19947). The subject device was received with the complaint condition of ¿tip broken intraoperatively.¿ this complaint is confirmed. The tip has sheared off of the returned drill bit. Approximately 4mm of the tip has sheared off as measured with calipers ca203 and with reference to product drawing. The tip fragment was not returned to synthes customer quality for investigation. The product drawing (current revision) was reviewed and no product design issues or discrepancies were observed. As previously reported, a review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device lot. A definitive root cause could not be determined. It is likely that the device broke during collision with the guide wire or force applied during off axis application. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot number f-19947. Manufacturing location: synthes (B)(4); supplier: (B)(4). Date of manufacture: jun 21, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent femoral nailing procedure on (B)(6) 2016 to treat a femur fracture. During the procedure the surgeon took a routine x-ray to see how far the drill bit was advanced and the x-ray revealed that the tip of the drill bit was broken. The tip fragment was retrieved. The retrieval resulted in a five (5) minute surgical delay. The procedure was successfully completed. There was no reported patient harm and the patient's postoperative condition was reportedly stable. This report is 1 of 1 for (B)(4).